Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The device is expected to be returned; however the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units with multiple cartridges and after insulin had been loaded. In addition, the pump gave a cartridge alarm (cartridge alarm 1). The customer's blood glucose level was 214 mg/dl.